Manufacturer narrative:
(B)(4).the sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a check supply line alarm that appeared on the homechoice (hc) unit display. This event occurred during patient use during fill 3/4. The home patient (hp) had an unknown alarm during priming and changed cassette but re-spiked supply bags; no solution in heater bag last fill bag has solution. The technical service representative (tsr) explained about not re-spiking supply bags. The tsr advised to let the registered nurse (rn) know he re-spiked supply bags. There was no patient injury or medical intervention indicated at the time of the initial report.